Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 10.0 cm and 86.0 cm from the proximal end. The pusher assembly and the part of the embolization coil were retracted proximal to the introducer sheath. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pod5 revealed a functional device. During functional testing the pod5 was able to advance through its introducer sheath and a demonstration lantern. The reported complaint was unable to confirmed. Further investigation revealed kinks on its pusher assembly and the pusher assembly was retracted proximal to the introducer sheath. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod5s. During the procedure, a pod5 would not advance at all within its introducer sheath. After multiple failed attempts, the pod5 was removed. The procedure was completed using another pod5. There was no report of an adverse effect to the patient.